Manufacturer narrative:
The investigation into the delivery issues- anatomy issue has been completed. The device was not returned for investigation. The cause of the delivery issue was most likely patient condition related.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella 5.5 pump could not be successfully placed during attempted delivery. It was noted that due to the patient's anatomy, the pump kept deflecting to the descending aorta and was unable to track into the ascending aorta. As a result, the decision was made to abort the implant. There was no patient harm.